Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the mid left anterior descending artery. After a guide wire crossed the lesion, the trek 2.5 x 12 mm balloon catheter was advanced. Slight resistance was met with the lesion during advancement but the trek crossed the lesion. The trek was inflated and the balloon ruptured at 6 atmospheres on the first inflation. The lesion was further dilated with a new trek 2.5 x 12 mm balloon catheter and a xience alpine 3.0 x 33 mm was deployed. The balloon was soaked in saline and air was pulled outside of the anatomy prior to use. There was no reported resistance during sheath removal. There was no reported resistance during removal of the trek from the anatomy. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.